Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam robotic system displayed an 'e42 ¿ motorpack error' code. The surgeon attempted to troubleshoot the issue by powering the console and cpu off and on, as well as unplugging and reconnecting the system components. Despite troubleshooting attempts and switching to a new aquabeam handpiece, the issue could not be resolved. It was subsequently determined that the aquabeam motorpack was malfunctioning. A replacement aquabeam motorpack and a third aquabeam handpiece were then utilized, allowing the procedure to be completed successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam motorpack was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam motorpack without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for lot number 19c01641 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Um0101-00 rev f table 5 states the below. Aquabeam robotic system user manual, us. E42, motorpack error. Release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.